Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), specifications, quality control, was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. However, a document based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows one nonconforming event that could contribute to this failure mode. There were no other reported complaints for this lot number. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information and/or completion of the investigation.

Event description:
An international customer reported that during an endovascular aneurysm repair (evar) via femoral approach, an unspecified stent graft was placed in the patient. Then a non-cook stent was placed in the iliac artery to reinforce the leg of the stent graft. Post-dilation of the non-cook stent was conducted first with an advance 35 lp low profile balloon catheter, which was used without any problem. Then, the physician dilated the lesion further with a larger-diameter balloon. The advance 35 lp low profile balloon catheter was advanced to the target site and inflation was attempted. However, the balloon would not inflate well and ruptured at nominal pressure. It was replaced with another unspecified balloon and the procedure was completed successfully. There were no adverse effects to the patient. Further information has been requested.